Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that a 10 f delivery sheath was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However is consistent with use of larger sheath, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, 380247-003, rev-p the minimum recommended size delivery system for use with a 30 mm amplatzer pfo occluder is an 8f.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer pfo occluder was selected for implant using a 10f amplatzer torqvue delivery system. During implant, when opening the left disc, "donut shape" was observed. The occluder was retracted a total of two times into the delivery system. There were no interactions with cardiac structures during deployment and no kink or angulation of the delivery system was observed. The device was never released from the cable and was retracted and removed from the patient. A new 30mm amplatzer pfo occluder was successfully implanted using the same delivery system. The patient was reported to have been discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.